Event description:
It was reported that there was no juice in the device as she no longer used stimulation and had not used it for two to three years. The patient stopped using the device because she had difficulty recharging and would forget to recharge. The patient said they would need new wires. It was noted that when they would recharge they would burn themselves this did not start right away just sometimes. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient thought their healthcare provider (hcp) was aware that the device had not worked in the past three years. It was noted that the patient got a burn while recharging in 2009. The patient was still having concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3487a-33, lot # v016644, implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (b)(6 2007, product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).